Manufacturer narrative:
The manufacture date will be provided when the lot number is rec¿d. Sorin group rec¿d a report that the tip of the endoscopic vein harvesting bipolar device broke off. Sorin group has requested add¿l info regarding pt involvement and status. This info will be provided when it is rec¿d. The investigation is on-going. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group rec¿d a report that the tip of the endoscopic vein harvesting bipolar device broke off.